Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the ipg reached end of service (eos) and it is unknown if the elective replacement indicator (eri) message was triggered. The patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring therapy.